Event description:
It was reported that the left ventricular (lv) lead threshold had increased a specific amount from one day to the next. No known actions were taken. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940, implantable pacing lead, (B)(6) 1999; 6942, implantable tachy lead, (B)(6) 1999. (B)(4).